Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a lesion located in moderately tortuous and heavily calcified, distal left anterior descending artery. There was no resistance felt during advancement of the balloon catheter to the lesion. The 2.25x15 mm tenku rx balloon ruptured during the second inflation at 8 atmospheres for 10 seconds. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.